Event description:
It was reported the patient's lead broke distal to the lead/extension connection site. It was added that the patient experienced less than 50% symptom relief in their low back. It was stated a revision was performed and the lead was replaced. It was noted that the patient's outcome was described as alive with no injury. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# lb0103, implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: lead: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 37742, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 37752, serial# (B)(4), implanted: (B)(6) 2005. Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).